Manufacturer narrative:
Results and conclusions summation: product performance engineering reviewed the case description; the stent delivery system and used accessories were not returned. The inability to cross a lesion and the subsequent resistance can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. Potential causes for stent dislodgement may include improper or inadequate crimping at the time of manufacturer, positive pressure during prep, or forced sheath removal. In this case, for the inability to cross and stent dislodged, a conclusive root cause cannot be determined.

Event description:
Reporting status: serious injury/medical intervention/permanent damage. Reporting rationale: stent dislodgement/stent deployed at an unintended site. Device issue: stent dislodgement. It was reported that the mini vision was unable to cross the lesion after several attempts. Upon attempting to withdraw the mini vision stent, there was resistance and the stent dislodged in the proximal circumflex artery. Several unsuccessful attempts were made to pass a balloon over the original guide wire through the detached stent. Another guide wire was passed through the center of the detached stent and distally through the dissected segment, caused by another company's balloon catheter, while leaving the primary guide wire in place. The balloon was passed over the second guide wire and dislodged stent was deployed proximal to the lesion. No additional event or patient information is available.